Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the implant the patient could not feel their feet or legs. The lead was removed and the ipg remained in the patient. The patient has recovered without sequelae.

Manufacturer narrative:
Date of this report of the initial report should be corrected to feb 8, 2021.

Event description:
Follow-up filed for correction.